Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/04/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available.